Event description:
It was reported that the customer's pump had an alarm. Instructed the contact to change the infusion set and reviewed the two high bg rule. During the call the nurse reported that the customer was hospitalized for low bgs. The customer had chest pains. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate.